Event description:
It was reported that while slitting the delivery catheter during the implant procedure, a fragmented piece of the catheter remained attached to the lead. After slitting was completed, the placed lead dislodged unexpectedly. The lead was removed and replaced with a different model. The remnant catheter piece was retrieved with the removed lead. It was noted that the implant procedure was prolonged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).